Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device hose and crimp ring were pulled away from the pressure release valve (prv). The pre-test could not be completed. The reported condition was confirmed. It was determined that this was due to applying too much force while wiping down the hose for cleaning purposes. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that there was an undetermined malfunction with the adjust hose and pressure relief valve on motor device. According to the report, when the user pushed down on the pedal, air exhaust was heard, but the device would not spin. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.